Event description:
Customer reported an issue with the gas module iii which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives installed an exchange bench and calibrated the gas module iii to specifications.